Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 2/13/2020. D4: batch # t5dl72. Investigation summary: the analysis results found that a psee45a device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. Event could not be confirmed as no packaging was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that the sterile packaging was damaged upon opening. Device was not used. New device was opened.